Event description:
It was reported that pump experienced malfunction alarm with code 12, and no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if problem returned.